Event description:
(B)(4). I had the essure device put in (B)(6) 2014 and ever since then I've had some serious hormonal imbalance. I've had mood swings and unexplained depression, low labido, bloating, irregular menstrul cycle and occasional insomnia.